Manufacturer narrative:
Results of investigation: vyaire medical was unable to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 90 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test.

Event description:
It was reported to vyaire medical that the ventilator was not delivering a breath on inhalation while in nppv (non-invasive positive pressure ventilation) mode. It is unknown whether there was any patient harm associated with this event.